Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6), 2021, with blood glucose of 780 mg/dl. Current blood glucose value was 130 mg/dl. Customer was in emergency room because of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that insulin pump was under delivering. Customer was using the insulin pump in auto mode at the time of event. Customer was assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis